Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. Although the patient did not recall the exact results when comparing the meter to another meter within 30 minutes, she claimed there was a "200-300 mg/dl" difference between the 2 meters. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.